Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a loose/tilted drive support disk. The device was received with a scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Blood glucose value was 101 mg/dl. The customer was instructed to clear the alarm but, he stated it kept occurring. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.